Event description:
A (B)(6) customer stated his meter was reading higher than it should. At 3:00am he went into a diabetic shock. He was shaking and could not talk but did stay conscious. An ambulance was called and the paramedics tested his blood on their meter with a reading of 3.5mmol/l. The customer was given two tubes of glucose paste and a can of juice. By the time he arrived at the hospital and was retested, his blood glucose was 5.0mmol/l, using the hospital meter. The customer's tests strips were expected to be returned for investigation. New strips and meter were sent to him. Only the meter information was provided.